Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down during a power failure. The ups power supply had failed, causing the switch to lose power. The bme rebooted the switch, which brought the cns back up and resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down during a power failure.